Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. A search of the complaint handling database confirmed there has been one similar report for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the bypass tube was already detached. The following information was provided by the user facility: when the component was unpacked, the bypass tube was already detached; the device was not used; a new angio-seal device from a different lot was used to continue the hemostasis procedure; the procedure was completed successfully; the physician had completed the training process on the device prior to this case; the device was taken out by fully opening the foil pouch; hemostasis was successfully achieved with the second device; there was no reported health damage to the patient; and there were no other devices or equipment used with the reported device.